Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 10000 miu/ml accompanied by a data flag. The customer performed an on-board 1:20 dilution and the result was 6.30 miu/ml accompanied by a data flag. The customer put the patient's sample back on-board the analyzer and repeated it. The result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:20 and the repeated. The result was 5.80 miu/ml accompanied by a data flag. The customer reported the result of 5.8 miu/ml. The customer stated they quickly called the ER and stated they were going to investigate further and there were no serious injuries. The initial testing was performed from a plasma sample and the repeat testing was performed in a sample cup. The customer then tested the serum tube which had been allowed to clot for 30 minutes and then centrifuged. The result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:20 and the result was 58 miu/ml accompanied by a data flag. The customer also reported the result of 58 miu/ml to the ER, but told them she was going to "cancel the result as interference" and there were no serious injuries. The ER physician stated the patient was four weeks pregnant and not aborting. The customer attempted to test the sample with a 1:100 dilution and received liquid level detection (lld) alarms. On (B)(6) 2014, the patient had another sample drawn. The initial result was 10000 miu/ml. When the sample was repeated with dilution, the result was unexpectedly low. The sample was sent to a reference laboratory for testing and the result was 45748 miu/ml. This result was expected for the patient being four weeks pregnant and considered correct. The patient was not adversely affected. The hcgb reagent lot number was 17059805 and the expiration date was 03/31/2015. The field service representative could not find the cause of the event. He performed maintenance actions on the analyzer. He performed an lld adjustment and performance checks. He performed all s/r probe target adjustment checks. The customer performed quality control with all results meeting specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the event was caused by a liquid level detection failure of the probe. The instrument now works within specifications. The customer has had no further problems with hcg dilutions.